Event description:
It was reported that insulin pump was over delivering insulin and they were experiencing low blood glucose level 2.4 mmol/l which was treated by food. Customer current blood glucose value was 5.4 mmol/l. As customer was getting insulin even when her pump was suspended. The insulin pump will not be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.